Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was noted at 12.5-13.8 cm from the connector pin. The etfe coating was intact at this location.

Event description:
It was reported that the asymptomatic patient presented for rv lead extraction due to noise. The noise was detected two months previous and resulted in multiple inappropriate tachy episode detections. The noise could not be reproduced. The lead was explanted and replaced.